Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid found inside the cassette area of the cycler after treatment was completed. The patient contact stated the machine had alarmed a drain complication alarm during treatment but they were able to resume pd treatment using the cycler. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated after the patient had completed treatment and was in the process of removing the cassette, a fluid leak was noted from the cassette door area. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. A replacement cycler was delivered and the issue was resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An 8500 ml simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler passed system air leak and valve actuation tests. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.